Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction with a patient with a confirmed anti-e to cell# 3 (homozygous donor) of the 0.8% resolve panel a lot# vra223. The patient was initially tested against the 0.8% surgiscreen and reacted 2+. The customer then tested the sample against the listed 0.8% resolve panel a and observed a 1+ reaction to cell#6 of the listed panel. Cell#3 showed no agglutination. Testing was repeated with the same result. For troubleshooting, customer tested the sample against a 3% immucor panel converted to a 0.8% cell concentration and tested in the mts gel system and reports all e positive donors reacted 1-2+. Customer also converted vra223 cell#3 to a 3% concentration and tested the donor for the e antigen using another manufacturer¿s anti-e reagent and reports a strong 3+ result. Testing performed on (B)(6) 2015 by the manual gel method using mts anti-igg gel cards with 15min incubation. Visual appearance before use was satisfactory. The patient was not transfused based on the negative listed panel cell. No patient history for transfusion was provided.